Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic after receiving a vibratory alert on (B)(6) 2019. Upon interrogation, it was noted the alert was issued for high pacing impedance on the right ventricular lead. The pacing impedance had been trending upward since (B)(6). An elevated right ventricular threshold was also observed. All other measurements were within normal limits. Lead revision was discussed. Patient was stable.

Event description:
New information received notes programming changes were made. Patient will continue to be monitored.